Event description:
Technician alleged that the head of the bed would not go up. No patient impact.

Manufacturer narrative:
The technician replaced cardio pulmonary resuscitation valve and the trendelenburg valve to resolve the issue.